Event description:
One coronary stent with delivery system was successfully deployed at the site in the pt's circumflex artery. Attempts to deploy and retrieve a second coronary stent with delivery system at the site were unsuccessful. The stent was located in the left main coronary artery undeployed. Three days subsequent, the pt was sent for coronary artery bypass graft surgery during which both stents were removed. Surgery was successful and there were no additional clinical sequelae reported relative to the event.